Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include but are not limited to vascular trauma (e.g., ilio-femoral dissection, bleeding, rupture).

Event description:
On (B)(6) 2017, the patient was implanted with four gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. After all devices were successfully implanted, limited blood flow and pulse were reportedly noted in the right external iliac artery. The physician suspected a dissection distal to the ipsilateral limb (pxc141200j/15085144). The cause of the suspected dissection is not known. The physician implanted a 10mm x 4cm stent distal to the ipsilateral limb to treat the suspected dissection. Blood flow was improved and the procedure was completed without any further reported complications. The patient tolerated the procedure.